Event description:
It was reported that this lead was explanted and replaced due to oversensing approx. 29 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 49 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. The analysis of the returned fragment showed a bent and stretched fixation helix, which most likely resulted from the extraction procedure due to tensile stress. However, a thorough analysis of the returned fragment did not show any deviations which might have led to the reported oversensing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.